Event description:
According to the reporter; during a total gastrectomy procedure, the tissue was cut but no staple deployed. The patient bleed. The surgeon manual sutured the tissue. The procedure was extended by almost 2 hours. It was observed that there was no staple in the cartridge.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The event report alleges the products were used in a surgical procedure. There were no visual or functional abnormalities observed during testing of the sulus. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.